Manufacturer narrative:
The cut portion of the lead was returned for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that a portion of the lead was cut and the remaining portion was surgically abandoned.

Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that invasive intervention was undertaken. The device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The terminal pin segment of the lead was returned severed 112 millimeters (mm) from the terminal pin, the distal segment was not returned. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned portion of the lead was performed. Visual observation noted cuts and puncture holes in the lead insulation that was consistent with induced damage during the explant procedure; blood/body fluid was noted in the lead lumen. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. A lead fracture was suspected, however, was not confirmed. A lead revision procedure was planned for an unknown date in the future. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.